Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had bolus anomaly. Customer's blood glucose level at the time of the incident was 207mg/dl. It was reported that the customer's mother stated that the insulin pump's bolus wizard feature could not be turned on even after troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer's mother reported that the bolus wizard feature is now working properly and no longer needs a replacement pump.